Event description:
It was reported that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There is no device information or intervention available to date. There was no patient involvement reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There is no device information or intervention available to date. There was no patient involvement reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Supplemental correction to disregard this report as confirmed by field representative that this has been filed on another report with report number 2124215-2022-51767.